Manufacturer narrative:
It was reported that pulled a glove out of the box and donned it. Upon looking at hands, noticed a few thin spots and holes in the glove near the wrist. This has been happening with numerous different boxes.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, pulled a glove out of the box and donned it. Upon looking at hands, noticed a few thin spots and holes in the glove near the wrist. This has been happening with numerous different boxes.